Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) levels and high powers. Pump thrombus was suspected, anticoagulants were increased while evaluating for a pump exchange. It was further noted that a pump exchanged was performed. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had a vad exchange to a competitor brand, experienced multi-system organ failure after post exchange and passed away.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added b2, b5, h6 for patient death. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted as additional information (medwatch form) has being received for this event. Updated section: g2 report source f1 user facility f2 uf/importer report number:(B)(4), f3 user facility name/address: virginia commonwealth university medical center mcv campus gtwy bld, 1st fl. F4 contact person: (B)(6), f5 phone number: (B)(6), f6 date user facility became aware of the event: f7 type of report: initial f8 date of this report: may-2022 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: hospital -critical care f13 report sent to manufacturer: yes jun-2022 f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description, annex a code and the patient weight has been updated. The event date has been updated from 17-dec-2021 to 01-sep-2021. The return date of the device has been updated as well. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) levels and high powers. Pump thrombus was suspected, anticoagulants were increased while evaluating for a pump exchange. It was further noted that a pump exchanged was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the pump¿s manufacturing records did not reveal any deviations from specifications. Review of the controller log files associated with (B)(6) revealed two (2) sudden spikes in power consumption to parameters above normal operating range on (B)(6) 2021 and two (2) high watt alarms logged on (B)(6) 2021. Several additional increases in power consumption were logged through (B)(6) 2021. As a result, the reported high power event was confirmed. Log file analysis also revealed six (6) suction alarms and two (2) low flow alarms logged since (B)(6) 2022. Review of the controller log files associated with (B)(6) revealed that the controller was not in use within the analyzed period. Pathological evaluation of the returned pump did not reveal any evidence of thrombus within the pump. Visual examination of the pump revealed damage on the surfaces of the center post and the impeller inner diameter, as well as evidence of corrosion which compromised the integrity of both components, thus exposing the inner bearing magnets. Further visual inspection revealed a crack along the center post cap welding. Dimensional verification revealed that the axial gap, front preload, back preload, spring rate, rear housing disc curvature, and front housing disc curvature measurements were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Since the spring rate measurement was deviating from specifications, the toggle free test also failed as a result. Functional testing could not be conducted due to the absence of magnetic levitation between the rear housing and the impeller. CAPA pr00510718 is investigating demagnetization of the inner bearing assembly. The reported "unusual sound" event could not be confirmed. Based on the investigation conducted, the most likely root cause of the reported event and the observed abnormal wear/damage to the coating finish on the center post and the inner diameter of the impeller may be attributed to the local demagnetization of the inner bearing sub assembly induced by progressive corrosion during use. Moreover, it is likely that the observed crack along the center post cap welding allowed fluid/moisture ingress in the center post chamber, compromising the magnetic field of the inner bearing magnets. The local demagnetization compromised the axial forces between the impeller and the center post, thus leading to sporadic friction between the two components. Based on the risk documentation, possible causes of the observed low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Information provided by the site indicated that, in addition to the reported high pump power consumption, the patient was admitted with elevated lactate dehydrogenase (ldh) levels and pump thrombus was suspected; anticoagulants were increased, after which a pump exchange was performed. It was further reported that, following the exchange, the patient experienced multi-system organ failure and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.